Event description:
It was reported that pump generated repeated malfunction alarms identified as malf 12, associated with momentary power loss to vibrator motor, with at least three occurrences on same device. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump while technical support arranged shipment of replacement pump, instructed customer to place problematic pump in storage mode and return it using prepaid label, and advised customer to reprogram pump settings and reconnect cgm on replacement pump; device was expected to be returned for evaluation.